Event description:
(B)(4). The dentist reported 1 year and 3 months after the dental implant was installed in the patient's mouth it was verified its non osseointegration. Patient had low bone quality (bone type iii) and bone graft was not executed.